Event description:
It was reported that the gastrointestinal videoscope had a distorted image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connecting tube has foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer malfunction was corrosion of the plug unit. Additionally, the cause of the foreign objects in connecting tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.